Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer¿s blood glucose was over 500 mg/dl. A correction bolus was delivered to address bg. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. The customer re-loaded the cartridge to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.